Event description:
It was reported that the deep brain stimulation (dbs) patient underwent an explant procedure, wherein the primary cell implantable pulse generator (ipg) was removed, due to end of life. The explanted device was discarded by the medical facility.